Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check mfg records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the device worked fine during a gastric sleeve procedure. Three days post-op, the patient was returned to the operating room due to bile leakage. The staple line had dehisced between the antrum (green cartridge) and the jejunum (blue cartridge) junction. The doctor placed gastric stents and also oversewed the small opening where the leak occurred. One to two days after the reoperation, the patient had to be returned to the operating room due to more bile leakage in the drain. A ng tube was placed and the patient remains in critical care.